Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument came apart slightly, the part before the jaws flared out and it stopped working. The trocar had to be removed because it would not fit. No fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the jaws of the force bipolar instrument did not get stuck when the issue occurred and it is unclear if the instrument was in strong grip mode at the time of the event. There was no collision with other instruments or tools. Also, the customer had to remove the force bipolar instrument and cannula together in order to get the instrument out. Furthermore, the customer indicated that an additional port was placed to remove the instrument and cannula together. A new instrument and cannula were used.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h3, annex codes: g, c, d device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.